Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace an (B)(6) year old female patient, the device displayed an unknown "pacer error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.